Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred earlier that morning. Pt said he woke up feeling light-headed and almost unconscious, so medics were called. Their meter read 23 mg/dl. Pt said he tested with his prodigy meter the night before and received a reading of 75 mg/dl after having dinner. The pdc meter was not used that morning before medics arrived. Pt only used his pdc meter after medics gave him glucose. He couldn't recall the test results but said the stored memory had readings in the 100's. Pdc cc rep walked the pt through a cst and all results were in range. Cc rep and pt went on to perform a bgt and the results were 186, then 183 mg/dl. Pdc sent replacement (s) and prepaid envelope so pt could returned suspect product (s) for evaluation.

Manufacturer narrative:
Suspect product (s) not returned for evaluation.